Manufacturer narrative:
Concomitant product: product ID 39565-65, lot# 0207911945, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported the patient¿s lead migrated. It was stated the lead was initially implanted at t11-t12 level and directly connected to the patient¿s implantable neurostimulator (ins). It was reported the patient felt stimulation at the thoracic level and not in their lower limbs while set at 1.5 volts. It was noted the patient had pain at both levels. It was further reported that when set to 3 volts the patient also felt the stimulation in his legs. It was stated the stimulation was too strong for the thoracic level. It was also stated the patient experienced less than 50% therapeutic relief. An x-ray indicated the patient¿s lead had migrated to the cervical level. It was reported the patient¿s physician did not plan to revise the lead at the time of initial report. It was noted the patient had a history of previous leads (that were produced by other manufacturers) migrating. It was reported the patient was alive with no injury at the time of initial report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Event description:
Additional information stated the patient was not receiving therapy at the time of follow-up. It was noted that the patient¿s doctors were ¿waiting¿ and that ¿no decisions had been taken" at the time of follow-up.